Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after reloading the software the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the hospital network showed a virus on the system after remote presence was used recently. Hospital policy states any virus constitutes reimaging of the computer of the affected system. There was no patient present.